Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio completed other unrelated repairs on the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify that the device failed to deliver a shock when the user pressed the shock button. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was used during a patient event and would not shock when they were attempting to perform a synchronized cardioversion procedure the device also displayed the service indicator. The user powered the device off and back on and was then able to deliver a shock to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device was used during a patient event and would not shock when they were attempting to perform a synchronized cardioversion procedure the device also displayed the service indicator. The user powered the device off and back on and was then able to deliver a shock to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).